Manufacturer narrative:
The account replaced the siderails to repair the bed.

Event description:
The account alleged the right head and foot siderail welds are broken. He stated the rails will latch but rotate around.